Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history UDI (di): (B)(4).

Event description:
It was reported the patient complained of experiencing pain at the ipg site (right flank) for the past 4-5 weeks. The patient stated that when pressure is applied to the ipg he feels pain over the right flank as well as pain into the right knee, right shoulder (shoulder blade) and right arm. The patient stated the "radiating" pain occurs regardless of whether stimulation is on or off, however, he has had the stimulation off over the last few weeks because he feels the pain his right knee and right arm are originating from the ipg site. X-ray taken did not show any anomalies. The patient's physician plans to remove the patient's scs system because of the issue.

Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up identified the patient had his entire scs system removed.